Event description:
It was reported that during a lap gastric bypass procedure, the distal inner row of staples did not form. It did not have three complete rows of staples. A new device was opened and used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 01/29/2009. Info anticipated, but unavailable at this time.